Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on the keypad and reported pump error 41(motor power supply voltage error detected) and pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage and pump errors are resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. Pump was cut open to perform visual inspection and moisture damage on the electronic assembly was not found. Successfully downloaded history files and traces using thump to download history files and pump error 43 (line=589 file=121) was confirmed in the history files on 01/23/2026 16:06:33.000 due to motor power request timeout. Pump error 41 (line=713 file=121) was also found on 01/23/2026 16:06:34.000 due to motor application registering voltage failure, as measured voltage was below threshold. Per software engineering log, pump error 43 and 41 were due to software issue. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case, and pillowing keypad overlay. The customer¿s alleged pump error 43 alarm confirmed due to motor power request timeout. Pump error 41 was also confirmed due to motor application registering voltage failure, as measured voltage was below threshold. Due to software error, isolate to electronic assembly. Allegations for cosmetic damage were also confirmed when cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.